Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: the reported event of the device pressure fluctuating could not be verified. The unit ran on extended test to confirm fault, but the issue could not be replicated after running over a 3-day period. The device was updated to the latest software version; no additional repairs required as the device was functioning to specifications. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that during surgery the prescribed pressure is not being maintained by the tourniquet machine. There are moments when the pressure goes higher than the prescribed number and sometimes lower. Noticed blotchy rash on patients thigh when pressure goes up and bleeding on operative site when pressure goes down. There was a 1-15 minute delay. No patient information was provided. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the prescribed pressure is not being maintained by the tourniquet machine. There are moments when the pressure goes higher than the prescribed number and sometimes lower. Noticed blotchy rash on patients thigh when pressure goes up and bleeding on operative site when pressure goes down. No further information provided. The event occurred during surgery. No additional consequences have been reported as a result of this malfunction.